Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2003 and stated that 6 months after she started experiencing a squeaking noise as she walks. Patient would like to know if her implants were involved in a recall. Patient is scheduled for a revision on (B)(6) 2019.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2003 and stated that 6 months after she started experiencing a squeaking noise as she walks. Patient would like to know if her implants were involved in a recall. Patient is scheduled for a revision on (B)(6) 2019.

Manufacturer narrative:
An event regarding audible noise and pain involving an unknown ceramic head was reported. The event of audible noise was confirmed via clinician review of provided medical records. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: squeaking of right hip and subsequent clunking/catching was identified. No hazard clearly related to implant. Squeaking is a known hazard of a ceramic-ceramic material articulation. The assessment of a squeaking ceramic-ceramic bearing is confirmed. I know of no recall of this implant. Obtaining the implant may provide insight into the mechanism of squeaking and if there was any damage of the ceramic bearing surface. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that 6 months after tha procedure the patient started experiencing a squeaking noise as she walks. Clinician review of provided medical records confirmed that squeaking of right hip and subsequent clunking/catching was identified. No hazard clearly related to implant. Squeaking is a known hazard of a ceramic-ceramic material articulation. The assessment of a squeaking ceramic-ceramic bearing is confirmed. I know of no recall of this implant. Obtaining the implant may provide insight into the mechanism of squeaking and if there was any damage of the ceramic bearing surface. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.